Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to shaft-bearing. Analysis noted residue and wearing on the upper shaft of gear number two. As per the logs, the pump administered the following medications: fentanyl (concentration: 2000.0 mcg/ml, dose rate: 967.9 mcg/day), bupivacaine (concentration: 20.7 mg/ml, dose rate: 10.018 mg/day), and morphine (concentration: 8.3 mg/ml, dose rate: 4.0168 mg/day).

Event description:
The pump was returned to the manufacturer with an indication of routine replacement. It was noted that there was no complaint associated with the product. The drug administered via the pump was not specified.